Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormalities were noted. Based on the investigation performed, no specific root cause has been identified. The procedure subject of this event would have included use of a non-medivators suction pump and endoscope. The use of these may have caused or contributed to the reported event.

Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. No report of injury.